Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. A combination of patient and procedural factors appear to have caused or contributed to this incident. If additional information is received the device is returned for analysis a follow-up medwatch report will be submitted.

Event description:
Procedure summary: the subject was randomized into clinical study. -the index procedure was performed. A lotus introducer was placed and safari guidewire (of unknown size) was placed across the aortic valve and the subject developed complete heart block. The aortic valve was treated with balloon valvuloplasty and an initial attempt to deploy a 23 mm lotus valve however was unsuccessful since the valve appeared to be too small and paravalvular leak was noted. The first 23 mm lotus valve was retrieved and was exchanged for a 25 mm lotus valve which was successfully deployed. There was correct positioning of a single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. Event description: complete heart block. During index procedure, safari guidewire (per site confirmation) was placed across the aortic valve and the subject developed complete heart block and remained pacemaker dependent. Post valve deployment, the subject was still found to be pacemaker dependent -on the same day as the index procedure, electrophysiology consultation was performed and permanent pacemaker was recommended. One day post index procedure, single chamber permanent pacemaker was implanted. The outcome of the event was considered as recovered/resolved. The subject was discharged 5 days later.